Event description:
The patient began having some pain in (B)(6) 2012. He hasn't had health coverage until recently and had not seen his physician due to the expense. The patient has a doctor's appointment scheduled for (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.